Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line would not clear, which was reproduced during evaluation. A review of the event history log identified air in line would not clear as air in line messages. The cause was determined to be the upstream sensor fluid readings were out of the calibrated specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The cause was identified to be a downstream thermistor out of specification, the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an air in line that would not clear. There was no known patient injury or medical intervention associated with this event. No additional information is available.